Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and genital haemorrhage ('general abnormal bleed') in an adult female patient who had essure (batch no. 623310) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included type ii diabetes mellitus, hypertension, uterine dilation and curettage, appendectomy, cesarean section and menometrorrhagia. Concurrent conditions included morbid obesity and uterine bleeding. Concomitant products included aripiprazole (abilify), atorvastatin calcium (lipitor), formoterol fumarate;mometasone furoate (dulera), ibuprofen (motrin), metformin, oxycodone hydrochloride;paracetamol (percocet) and quetiapine fumarate (seroquet). On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), abdominal pain ("abdominal pain"), migraine ("migraine"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain lower ("pain: lower abdomen"), chest pain ("pain: chest") and back pain ("lower back pain"). The patient was treated with surgery (supracervical hysterectomy (uterus only) and abaltion). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, abdominal pain, migraine and headache had resolved and the vaginal haemorrhage, dysmenorrhoea, abdominal pain lower, chest pain and back pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, chest pain, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for events p pelvic pain/ abdominal pain, general abnormal bleed, menorrhagia (heavy menstrual bleeding), migraine, headaches. Discrepancy noted as essure removal date:- (B)(6) 2013 and (B)(6) 2013. Current weight 266 lbs. Insertion details:- the essure implants were placed first on the patient's left in the standard fashion with 3 coils remaining, was repeated on the opposite site. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 71.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, migraine ,headaches. Most recent follow-up information incorporated above includes: on 1-oct-2019: pfs and mr received. Lot number was added. New events added: dysmenorrhea, abnormal bleeding (vaginal), abdominal pain lower, chest pain, lower back pain. Medical history, concomitant conditions, concomitant drugs were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleed') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), migraine ("migraine") and headache ("headaches"). The patient was treated with surgery (she had essure removed.). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, menorrhagia, migraine and headache had resolved. The reporter considered abdominal pain, genital haemorrhage, headache, menorrhagia, migraine and pelvic pain to be related to essure. The reporter commented: she received treatment for events p pelvic pain/ abdominal pain, general abnormal bleed, menorrhagia (heavy menstrual bleeding), migraine, headaches. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2008: bilateral occlusion. Most recent follow-up information incorporated above includes: on 6-sep-2019: reporter details updated and patient demographics were added. Updated essure indication. On (B)(6) 2007, she implanted essure (previously reported as (B)(6) 2006). On (B)(6) 2013, she explanted essure. Injury event was replaced with pelvic pain/ abdominal pain, general abnormal bleed, menorrhagia (heavy menstrual bleeding), migraine, headaches. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in a 37-year-old female patient who had essure (batch no. 623310) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included type ii diabetes mellitus, hypertension, uterine dilation and curettage, appendectomy, cesarean section and menometrorrhagia. Concurrent conditions included morbid obesity and uterine bleeding. Concomitant products included aripiprazole (abilify), atorvastatin calcium (lipitor), formoterol fumarate;mometasone furoate (dulera), ibuprofen (motrin), metformin, oxycodone hydrochloride;paracetamol (percocet) and quetiapine fumarate (seroquet). On (B)(6)2007, the patient had essure inserted. On (B)(6)2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraine"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleed"), abdominal pain ("abdominal pain"), abdominal pain lower ("pain: lower abdomen"), chest pain ("pain: chest") and back pain ("lower back pain"). The patient was treated with surgery (supracervical hysterectomy (uterus only) and ablation). Essure was removed on (B)(6)2013. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, vaginal haemorrhage, abdominal pain, migraine, headache and back pain had resolved, the dysmenorrhoea was resolving and the abdominal pain lower and chest pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, chest pain, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for events p pelvic pain/ abdominal pain, general abnormal bleed, menorrhagia (heavy menstrual bleeding), migraine, headaches. Discrepancy noted as essure removal date:- (B)(6)2013 and (B)(6)2013. Current weight 266 lbs. Insertion details:- the essure implants were placed first on the patient's left in the standard fashion with 3 coils remaining, was repeated on the opposite site. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 71.9 kg/sqm. Hysterosalpingogram - on (B)(6)2008: bilateral occlusion. Total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, migraine ,headaches. Most recent follow-up information incorporated above includes: on 14-jan-2020: pfs received. Outcome updated for events lower back pain, dysmenorrhea (cramping), abnormal bleeding (vaginal). A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in a 37-year-old female patient who had essure (batch no. 623310) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included type ii diabetes mellitus, hypertension, uterine dilation and curettage, appendectomy, cesarean section and menometrorrhagia. Concurrent conditions included morbid obesity and uterine bleeding. Concomitant products included aripiprazole (abilify), atorvastatin calcium (lipitor), formoterol fumarate;mometasone furoate (dulera), ibuprofen (motrin), metformin, oxycodone hydrochloride;paracetamol (percocet) and quetiapine fumarate (seroquet). On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraine"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleed"), abdominal pain ("abdominal pain"), abdominal pain lower ("pain: lower abdomen"), chest pain ("pain: chest") and back pain ("lower back pain"). The patient was treated with surgery (supracervical hysterectomy (uterus only) and abaltion). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, vaginal haemorrhage, abdominal pain, migraine, headache and back pain had resolved, the dysmenorrhoea was resolving and the abdominal pain lower and chest pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, chest pain, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for events p pelvic pain/ abdominal pain, general abnormal bleed, menorrhagia (heavy menstrual bleeding), migraine, headaches. Discrepancy noted as essure removal date:- (B)(6) 2013. Current weight 266 lbs. Insertion details:- the essure implants were placed first on the patient's left in the standard fashion with 3 coils remaining, was repeated on the opposite site. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 71.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: bilateral occlusion. Total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, migraine ,headaches. Lot number: 623310, manufacture date: 2007/02, expiration date:2009/01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-feb-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.